Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# j0455242v, implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported a loss of stimulation. The patient went to the healthcare provider (hcp) for programming with the manufacturer representative (rep) and now was not feeling any stimulation. The patient verified that their implantable neurostimulator (ins) was on and they were able to increase stimulation but was not feeling it. No trauma or falls were reported to be related to the issue. The patient was able to check their device with their patient programmer which showed that the stimulation was on. The patient was able to change stimulation and it was reviewed to try to increase or decrease stimulation. It was reported that this did not resolve the reported issue. The patient did not have adaptive stimulation and did not have another group to try. The change in therapy/symptoms was considered to be sudden. The rep reported that the patient had a 2x4 system with both most distal electrodes (0 <(>&<)> 8) both were out of specification when running an impedance check. Electrode #2 was also out of specification. The rep attempted to achieve satisfactory stimulation for the patient with the remaining good electrodes but was not able to. The patient was sent back to their physician for a lead revision. They were going to replace the 2x4 paddle lead with a 2x8 paddle lead. Relevant medical history includes spinal pain.